Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's active exhalation control module and remote alarm connector were found to be broken. The device's active exhalation control module and interface board were replaced to address the issues. The device had evidence of physical damage.